Manufacturer narrative:
User guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 420-over 500 mg/dl). Boluses and manual injections were administered to address bg. Customer did not know cause of elevated bg. Pump system check was performed with tandem technical support (cts) and no insulin was observed exiting the tubing. Reportedly, customer changed the pump supplies. Customer reported to have used humalog for over 2 days. Cts informed customer that humalog was labeled for 48 hour use with the pump. Customer acknowledged information.